Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got stuck and alarm was not as loud. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had rainbow screen, back light was not bright. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip noted. Device passed displacement test, rewind test, self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm, rewind or audio/vibrate anomaly were noted. (B)(4).